Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's 5vdc power supply was evaluated and replaced. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error and locked up. The customer attempted to reboot the system but the system would not boot up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer system will not boot up. Fse determined the cause of the problem to be faulty +5v power supply. Ordered replacement power supply. This is the cause for the communication error and system lock-up. System will not boot up. Based on the age of this system (date manufactured, 12/28/2004 ), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.